Event description:
It was reported that the insulin pump alarmed no delivery and resulted with high blood glucose. Customer's blood glucose was greater than 400 mg/dl. Customer treated with water and kept trying to bolus with the insulin pump but kept getting no delivery. Customer stated did a complete set changed. Customer does not want to return the reservoir and infusion set for analysis. Advised the customer the infusion set and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).